Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The root cause of access site bleeding was most likely use issue since an additional suture was needed to assist the bleed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported the patient was on impella rp flex support and during support, another suture was applied to assist with oozing. The patient continued to decline so the family opted to withdraw support and the patient expired. The relationship between the impella and cause of death is unknown.